Manufacturer narrative:
Follow-up #1 03/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed that rebooting had occurred. There was no damage observed to the battery compartment or cap. The pump powered on normally. The pump was exercised for 24 hours without power issues. The battery cap was inspected and was found to be within specifications. The pump was opened and moisture damage was observed on the printed circuit board. The complaint was observed in the black box but was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was not powering on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.